Event description:
(B)(6) 2012 an aqm 6.0 hand-piece use with tourniquet on a total knee replacement patient. The patient is a (B)(6) female. The surgery was completed uneventful. Patient developed swelling and pain in right knee calf (operated) that delayed her rehabilitation and prolonged her hospital stay. On (B)(6), right leg doppler showed deep vein thrombosis (dvt) in peroneal and soleal veins. Due to her pain, swelling and extended hospital stay this event was considered as an sae; these symptoms are common for total knee replacement procedures.

Manufacturer narrative:
(B)(4). Method: facility disposed of device. Device is not available for return and inspection. Results: facility disposed of device. Device is not available for return and inspection. Product event: (B)(4).